Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device reported in vvi pacing mode without defibrillation. The device was in hardware reset. The patient was compliant with prior device checks. The device was explanted and replaced.